Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. Thesterilization process was investigated. The validated process assures that all sterilizationparameters, such as gas concentration, temperature, humidity, etc., are within itsspecified ranges for each distributed device.additionally an analysis of validated microbiological indicators is performed after everysterilization procedure as evidence of successful completion of the sterilization process.review of the biotronik complaint database did not reveal any changes regarding thetrend for this type of incident.in conclusion, the infection was not device related.

Event description:
This system was explanted because during a tee, vegetation was found on the lead and tricuspid valve. There is no indication of a new system being implanted. There are no additional adverse events for the patient.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.